Event description:
The customer reported having severe medical issues and her blood glucose was unable to register on the insulin pump because they are so high and she has bolused, but the glucose level did not drop. The customer experienced abdominal pain, muscle weakness, and extreme thirst. Troubleshooting was performed and appeared that the insulin pump was functioning at that time. During the call, the customer stated that she was in the emergency room from vomiting and diarrhea. The customer stated that she has been sick for the entire week due to possible food poisoning. The customer mentioned having gastroparesis and an h-pylori issue in her stomach. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.